Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. A primary tubing set was connected to the pt's central venous catheter (cvc) and was being used to deliver an unspecified volume of normal saline at a rate of 10 ml/hr. At an unspecified time, the option-lok male adapter of a second primary tubing set was connected to the distal clave port y-site of the first primary tubing set for a piggyback delivery of an insulin drip over 24 hours. The customer contact reported that after the insulin delivery was complete, the nurse disconnected the tubing set from the distal clave port y-site of the primary tubing set. After approx 12 hours, the nurse reported that blood was backing out of the distal clave port y-site of the primary tubing set and approx 50 ml of blood was found on pt's bed and the floor. The tubing set and the pt's cvc were discontinued. It was noted that the distal tip of the option-lok male adapter of the second primary tubing set had broken off inside the distal clave y-site of the first primary tubing set. There were no reports of adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. No additional info was provided.